Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the ok, up arrow, and contrast buttons had an intermittent response and required multiple button presses to become engaged. The down arrow button responded properly. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. The symbols on the keypad were worn off.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and ok buttons were intermittently responsive and felt like the buttons were sticking at times. It was reported that the keypad was intact, but the icons were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.